Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2021. Corrected information: h6- additional information was received that there are no issues with this device in the patient event. Therefore, this medwatch report will be voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent does the surgeon believe that ethicon products (blake drain and j-vac reservoir) involved caused and/or contributed to the post-, operative complications (postoperative pancreatic fistula (popf) (n=47), superficial incisional ssi (n=16), deep incisional ssi (n=9), organ/space ssi (n=35), pseudoaneurysm (n=8), postoperative bile leakage (n=2), delayed gastric emptying, infection) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain and j-vac reservoir) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (postoperative pancreatic fistula (popf) (n=47), superficial incisional ssi (n=16), deep incisional ssi (n=9), organ/space ssi (n=35), pseudoaneurysm (n=8), postoperative bile leakage (n=2), delayed gastric emptying, infection). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Note: events reported on mw# 2210968-2021-01045. Citation: langenbeck's archives of surgery (2020) 405:325¿336; doi: https://doi.org/10.1007/s00423-020-01880-5.

Event description:
It was reported via journal article that a drain was used. Title: the location of perianastomotic fluid collection predicts postoperative complications after pancreaticoduodenectomy. Authors: hiromitsu maehira; hiroya iida; takashi matsunaga; daiki yasukawa; haruki mori; toru miyake; masaji tani. Citation: langenbeck's archives of surgery (2020) 405:325¿336; doi: https://doi.org/10.1007/s00423-020-01880-5. This retrospective study aimed to assess the association between perianastomotic fluid collection (pfc) during the early postoperative period and postoperative complications. Between january 2011 and november 2018, 148 patients who had undergone pancreaticoduodenectomy (pd) and computed tomography (CT) on postoperative day 4 were reviewed. A total of 102 patients (male=74, female=28; mean age=68 years, age range=62 ¿ 74 years; mean body mass index (bmi)=21.4 kg/m^2, bmi range=20.1 ¿ 23.6 kg/m^2) were classified into pfc group and 46 patients (male=26, female=20; mean age=69 years, age range=61 ¿ 75 years; mean bmi=21.8 kg/m^2, bmi range=19.3 ¿ 24.1 kg/m^2) into non-pfc group. During the procedure, the prophylactic drains were inserted at the ventral side of pancreaticojejunostomy (pj) and morrison¿s pouch, and j-vac drain (19fr; ethicon) was used with a continuous suction drainage. The drains were inserted at the shortest distance from the abdominal wall and maintained as straight as possible. Reported complications included postoperative pancreatic fistula (popf) (n=47); superficial incisional surgical site infection (ssi) (n=16); deep incisional ssi (n=9); organ/space ssi (n=35); pseudoaneurysm (n=8); postoperative bile leakage (n=2); delayed gastric emptying (n=14). The drains were replaced using radiological intervention techniques for all cases of suspected popf. In conclusion, the study demonstrated that pfc location during the early period after pd could predict postoperative complications. The prevention of pfc during the early postoperative period may prevent more severe popf-related complications.